Manufacturer narrative:
Pt info not available from the site at the time of this report. Software has not been evaluated as of the date of this report.

Event description:
A site biomed rep reported that during a cranial biopsy, the surgeon alleged they went ¿too deep¿. The surgeon completed the procedure with the use of the stealthstation tria navigation system. No impact on the pt¿s outcome was reported.